Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective hard drive to resolve the malfunction. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not properly recall images from the directory.